Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for missing scale markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced smeared/smudged scale markings on the device where volumetrics are not readable, which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, after nurse open unit package and before use, nurse found 1ea abg has no syringe scale.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe experienced smeared/smudged scale markings on the device where volumetrics are not readable, which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, after nurse open unit package and before use, nurse found 1ea abg has no syringe scale.